Manufacturer narrative:
Failure analysis is not required due to the sealed enlite sensors were returned expired; expiration date: (B)(6) 2016.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of calibration errors on her insulin pump. Customer states she also received a change sensor alarm. Customer states she had two calibration errors and a change sensor alarm. The customer's blood glucose was 433mg/dl. It was reported during trouble shoot with customer, that bad sensor alert occurred after a second consecutive calibration error. Customer was advised to remove and change out the sensor. The customer received wrong replacement sensors, but is sending them back.